Event description:
It was reported that during a ptca/atherectomy procedure, after 2-3 cuts were attempted with the device, the physician believed that there was a product performance issue. Upon inspection of the device, the nosecone appeared to be crushed. No pt injury was reported. This event is being filed based on the investigative analysis.